Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed the cone of the return male luer lock (mll) was broken. This luer damage was the cause of the leak. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during use with a prismaflex set, a broken return joint was observed which resulted in an external blood leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.